Manufacturer narrative:
Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patient's anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. In this case, the valve was explanted due to the stent post piercing the sinus of valsalva which led to bleeding and required a bentall procedure. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards learned that a 23mm 11500aj aortic pericardial valve was explanted at implant due to the stent post pierced the valsalva sinus and caused severe bleeding. The device was originally implanted for aortic valve replacement to correct aortic stenosis of the patient's native bicuspid valve. At implant, there was no problem with sizing (valsalva sinus: 28mm), and a 23mm valve was chosen; however, severe bleeding from the aortic root was confirmed after implant. After restarting the pump to check the cause of bleeding, the surgeon confirmed that the stent post got stuck and pierced the valsalva sinus. The device was explanted and replaced with another same model 23mm 11500aj valve by bentall surgery while the patient was on bypass with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as "recovered". The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction. The surgeon commented that the patient's anatomical factors, such as the oval bicuspid valve (type 0) and fragile vessel wall due to steroids, might have led to this event.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.